Event description:
On (B)(6) 2014, the patient contacted animas and reported short battery life. The patient stated that the batteries usually last 6 weeks in the pump. The patient reportedly changes the battery 3 times per week. The patient stated she is worried about losing power. The battery compartment was reportedly was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:a review of the black box showed one low battery warning and one replace battery alarm. There was no evidence of excessive battery use. The battery compartment was observed to be cracked and the battery cap was not returned with the pump. A test cap was unable to fully tighten; however no power loss was observed. The current draws were found to be within specifications. The pump cover was removed and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.